Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited decoupling leading to intermittent undersensing. Programming changes were performed. There were no patient consequences.